Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and was in emergency room until they were in intensive care unit due to high blood glucose on unknown date of last week with blood glucose of over 500 mg/dl followed by 543mg/dl, 600mg/dl, 150mg/dl. The customer's current blood glucose was 405 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was declined for high blood glucose and under delivery. Customer stated they felt it was infusion set related as it was discontinued at the quick release insulin pump was working fine. The insulin pump will not be returned for analysis.